Event description:
Patient arrived by ambulance under full arrest and the physician attempted to insert arrowgard blue plus multi-lumen cvc kit with blue flex tip catheter. (B)(4). After attempting to access r femoral area, the guide wire could not be removed from patient's groin.